Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing unexplained low blood glucose. The blood gluocse readings ranged from 54 mg/dl to 77 mg/dl. She stated that the most recent blood glucose reading was 143 mg/dl. She also reported that the sensor was giving inaccurate readings. Nothing further was reported.